Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, air could not be sent to the device and the device did not inflate. The procedure was completed with another device. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one trocar opened by the account. The reflux valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked reflux valve. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cracked reflux valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the reflux valve. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.